Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had notified their healthcare provider about the issues. To resolve the issue they turned the implant off for a few days. They noted that it is back on now, the issue has resolved, and it is working well. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had some difficulty since their wife used their new induction stove top yesterday, (B)(6) 2018; they immediately started getting some increased pain and ¿kind of a tingling discomfort.¿ it was noted that they were ¿about 5 feet away from the stove top¿ when this happened, and they literally had to walk out of the house because of the discomfort. The patient was advised to turn the ins off, so they had it off for about 24 hours, and they ¿still had not gotten back to where they were before the incident.¿ it was stated that they would like to get back to where it was, but they did not want to turn the ins on if ¿maybe the nerve needs to settle down.¿ the following day, the patient reported it was taking them longer to void since they turned stimulation off on (B)(6). It was reviewed that stimulation could be decreased to zero prior to turning the ins on, and it could be slowly increased from there, or they could change programs. However, the patient did not want to turn stimulation on at the time. It was recommended that they follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.